Manufacturer narrative:
Reliability analysis inspected 2 opened/used sensors and performed visual inspection and found 1 of 2 sensors with cannula broken, missing broken part. Unable to confirm customer received sensor in said condition due to customer returned opened/used. One remaining opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per specification due to high readings. Also found bent sensor cannula.

Event description:
Customer reported via phone call that he had inserted three sensors and all of them were bent. Customer's blood glucose was 114 mg/dl. Customer reported the sensor alarmed a lost sensor alarm. After troubleshooting, customer was advised that the sensors will be replaced. Customer agreed to return the device for analysis.